Manufacturer narrative:
.

Event description:
The hcp reported, the patient presented to the clinic with the pump alarming and a motor stall noted. The patient had been admitted to the hospital via the ER four days prior with abrupt withdrawal. Troubleshooting was being considered as well as pump replacement. No specific symptoms were reported. Additional information has been requested from the hcp but was not available on the date of this report.